Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch number: 7164873. UDI: (B)(4). Additional suspect medical device components involved in the event: model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch number: 7164737. UDI: (B)(4).

Event description:
It was reported that the patient underwent a procedure in which the spinal cord stimulation (scs) system was explanted due to inadequate stimulation, as therapy was not effective. No additional information could be obtained.